Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient stated she called her friend via phone at 1:20 pm. Upon arrival at the patient¿s home, the friend found the patient in the living room half-dressed, confused, and unaware of her surroundings. The friend called emergency medical services (ems) and the paramedics arrived at 1:30 pm. The bg finger stick value was 31 mg/dl but the cgm value was 68 mg/dl. Although no medications were administered, the medics advised the patient to consume food (apple juice, chicken nuggets, and a peanut butter and jelly sandwich). At the time of the report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.